Event description:
The event is reported as: the last staple for stitching up did not detach itself completely from the stapler. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.